Manufacturer narrative:
Additional/updated information was added to reflect the junction box being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, smoke, sparks, and a flame were observed coming from the junction box while operating the foot functions of the hand pendant. However, when the buttons were released on the pendant, all activity ceased. Additionally, there was damage to the c5 capacitor, which explains why the sparking and arcing occurred at the location of the foot motor connector. However, the underlying cause could not be determined.

Event description:
The dealer stated there was smoke coming from the junction box on the bed.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated there was smoke coming from the junction box on the bed.